Event description:
Description of the health professional: (B)(6). Dear (B)(6), the patient was pregnant and after gas induction of anaesthesia, her breathing became laboured and her airway obstructed. At this point, the monsoon was to have been used to oxygenate the patient. The jet ventilation should have help oxygenate the patient and also open up the upper airway to help facilitate intubation. As soon as the monsoon failed, we tried a few times to make it work by pressing the start button on and off a few times. But it wouldn't work. It probably took less than a minute to set up the rapid o2 and connect to the cricothyroidotomy needle and then insufflate. The patient desaturated and became hypoxic with lowest spo2 63% before rising to 100% after using the rapid o2. The patient recovered well after the operation; her fetus was monitored and no apparent ill effects were detected at the time. My default it setting is usually 30%. (B)(6).

Event description:
(B)(6). The patient was pregnant and after gas induction of anaesthesia, her breathing became laboured and her airway obstructed. At this point, the monsoon was to have been used to oxygenate the patient. The jet ventilation should have help oxygenate the patient and also open up the upper airway to help facilitate intubation. As soon as the monsoon failed, we tried a few times to make it work by pressing the start button on and off a few times. But it wouldn't work. It probably took less than a minute to set up the rapid o2 and connect to the cricothyroidotomy needle and then insufflate. The patient desaturated and became hypoxic with lowest spo2 63% before rising to 100% after using the rapid o2. The patient recovered well after the operation; her fetus was monitored and no apparent ill effects were detected at the time. My default it setting is usually 30%. (B)(6).